Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable, proceeding a rf ablation procedure. It was also reported that the patient's ipg was not placed in surgery mode prior to the procedure.

Event description:
Follow up revealed that the patient's ipg was recovered, and therapy has been restored.

Event description:
It was reported that the ipg was deemed inoperable following an rf procedure, which caused the ipg to become non-functional. In turn, the ipg was explanted and replaced in (B)(6) 2018, which addressed the issue. Previously, it was incorrectly determined that the ipg was still operable following the rf procedure.